Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had bilateral knees done in (B)(6). The left knee is painful and tibial tray has fallen into varus. The surgeon revised the tibial tray to address loosening at cement to implant interface. Cement manufacturer is unknown. It was also reported that the tibial insert was pitted and yellow where the femoral component articulated with it. The surgeon believed some of this was due to the knee being loose and banging/hitting of the poly by the femur. The femur and patella were well fixed and retained. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.